Event description:
A consumer reported that ten years following intraocular lens (iol) implant surgery, he saw well for five to six yrs, and thereafter, "not so good". He stated that his surgeon informed him the lens has "rolled up in his eye". The consumer was not able to provide the surgeon's contact info; therefore, no follow-up could be conducted.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. The root cause cannot be determined by the investigation. The consumer was not able to provide the surgeon's contact info; therefore, no follow-up could be conducted. (B)(4).